Event description:
It was reported patient underwent an initial hip trauma procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to a non healing fracture. As a result, two screws were removed and there was no replacement implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "nonunion or delayed union, which may lead to breakage of the implant." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01159 / 01160).